Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient wasn't able to make it to the bathroom in time and had an accident. The patient noted that her return of symptoms was sudden. The patient reported that she has sciatic pain on right side (a pre-existing condition) and this pain became so bad that she couldn't get up to void when she had the urge. The patient went to see a chiropractor a week ago for the sciatic pain and she had an adjustment (the patient did not tell chiropractor that she now has an implant) and since then, her sciatic pain is worse, and she has had difficulty walking. The patient did not report any other pain other than the sciatic pain. It was noted that the action taken prior to the call was an adjustment was made. It was confirmed by the patient that stim was on and that the patient did have the ability to adjust programs. The patient stated that they did not believe that the return of symptoms was due to the device, but rather by the walking difficulty and that getting out of bed is challenging (due to the sciatic pain). The patient noted that she will speak to the nurse and inform them that she had a chiropractic adjustment and ask if they are concerned that the adjustment might have affected the placement of the components. The patient reported that she was never trained. Patient services noted that troubleshooting was needed for patient education. No further complications were anticipated/reported.